Event description:
It was reported that, "upon pt follow-up (B)(4), the pt said that his knee had been revised, but that there were no problems with his stryker implants (had fluid in his knee). His knee is very stable now."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info was requested. If device or additional info becomes available, the eval summary will be submitted in a supplemental report.